Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. The patient was placed on aspirin and clopidogrel. After (B)(6) 2025, the patient was changed to apixaban and aspirin. At the 45-day routine follow up, transesophageal echocardiogram (tee) imaging revealed a laminar, non-mobile device related thrombus (drt) in regard to the closure device. Complete seal around the closure device was noted. The physicians stopped the patients' plavix medication and had the patient restart apixaban in response to the event.